Event description:
Event is reportable based on product analysis. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon leaked. The 80% stenosed lesion was located in the non calcified and mildly tortuous left upper arm vein. An unspecified 4fr sheath and another manufacturer's guidewire were advanced to the lesion. The sterling balloon 7x40mm was advanced to the lesion and unable to be inflated, and a lead was observed. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "good". However, product analysis revealed a balloon pinhole.

Manufacturer narrative:
The sterling balloon catheter was visually, tactilely and microscopically examined along the entire length. The balloon has a pinhole approximately 1.5 mm proximal of the distal markerband. No further damage was found. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.